Manufacturer narrative:
Upon device reception, the subject device works properly, the defects mentioned in the complaint could not be reproduced. All relevant log files have been extracted and will be analysed by r&d.

Event description:
Reportedly, during a pacemaker follow-up on (B)(6) 2023 the smarttouch programmer got frozen and it was not possible to exit the situation.

Event description:
Reportedly, during a pacemaker follow-up on (B)(6) 2023 the smarttouch programmer got frozen and it was not possible to exit the situation.

Manufacturer narrative:
Upon reception of the returned device, the reported issue could not be confirmed. When interrogating a reference pacemaker the issue could not be reproduced. Corresponding log files were extracted and send for r&d analysis. In depth analysis of extracted log files confirmed a system freeze during aida reading on (B)(6) 2023. However, a root cause of the freeze could not be determined with certainty. It can be suspected that it might be related to an issue with some display components (mfc dll). The subject smarttouch tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and will be sent back to the field.